Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. It was also noted that high thresholds were observed with the right ventricular (rv) lead. The ra lead was reprogrammed and both pacing leads remain in use. No patient complications have been reported as a result of this event.